Manufacturer narrative:
Block a1: patient identifier: (B)(6). Block h6: medical device problem code a15 captures the reportable event of stent partially deployed. Block h10: the hot axios stent delivery system was received for analysis; the stent was not returned. The delivery system was received in original position. Visual and microscopic examination of the returned device found the outer sheath kinked approximately at 3cm from the luer. The tip had evidence of electrocautery. No other issues with the delivery system were noted. The investigation concluded that the observed failure of outer sheath kinked was likely due to factors encountered during the procedure. It may be that the physician applied force during the attempted deployment of the second flange when the delivery catheter was locked, which limited the performance of the device and contributed to the outer sheath kinked. The reported event of stent partially deployed cannot be confirmed. Taking all available information into consideration, the investigation concluded that there is not enough information to confirm the reported event as the stent was not returned. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on november 25, 2020 that a hot axios stent was to be implanted to treat pancreatic pseudocysts during a drainage of pancreatic pseudocysts procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the second flange did not release. It was confirmed under endoscopic ultrasound (eus) view and endoscopic vision that the delivery catheter was locked. Reportedly, the procedure was not completed. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Patient identifier: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a hot axios stent was to be implanted to treat pancreatic pseudocysts during a drainage of pancreatic pseudocysts procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the second flange did not release. It was confirmed under endoscopic ultrasound (eus) view and endoscopic vision that the delivery catheter was locked. Reportedly, the procedure was not completed. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.